Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 26-jan-2023 . H6: investigation summary our quality engineer inspected the 5 samples for lot 2171881 submitted for evaluation. The reported issue of plunger movement difficult was not confirmed upon inspection and testing of the samples. Analysis of the sample showed that they were all within proper specifications. The samples were functionally tested, and they all passed. Bd cannot determine a root cause since the defect reported was not confirmed. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported while using bd luer-slip syringe with the bd precisionglide¿ needle the plunger was difficult to move. This occurred 5 times. There was no report of patient impact. The following information was provided by the initial reporter: plunger is hard to push - 5ea.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-slip syringe with the bd precisionglide¿ needle the plunger was difficult to move. This occurred 5 times. There was no report of patient impact. The following information was provided by the initial reporter: plunger is hard to push - 5ea.